Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by a source that the customer's insulin pump was locked. Customer had received an error message that said the button had been pressed for more than 3 minutes. Customer could not access menus. The customer's blood glucose level was unknown. The customer's device was replaced. No further details were provided.

Manufacturer narrative:
The insulin pump was received with unresponsive menu and right arrow buttons due to corroded keypad assembly traces. Also, the insulin pump failed the leak test; leaked at the keypad overlay seal. Unable to perform functional testing including the displacement test due to button keypad anomaly. However, no traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump had minor scratched lcd window and case.